Manufacturer narrative:
The customer reported that the AED will not power on. The battery has an expiration date of august 2031, the pads have an expiration date of june 2025, and the maintenance schedule is reported as weekly. The customer stated that the unit is displaying a service code warning - the cause may be one of the buttons being pressed during self-test. Trouble shooting with the customer: the customer was able to clear the service code warning with a manual self-test, and the asi is flashing green. The unit is okay to remain in service. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not not power on. The customer did not report this event occurred during patient use.